Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion (pbd) as the battery had 4.5 years remaining a month after it was implanted. Boston scientific technical services (ts) discussed that left ventricular (lv) output was set to high which drained the battery. This device was reprogrammed and the longevity popped back up. This device remains in service. No adverse patient effects were reported.